Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was having a hard time going to the restroom after changing to the opposite side. The patient added they could barely void a few drops. The patient was advised to contact their healthcare provider the following day. It was noted that the trial began on (B)(6) 2018. No further complications were reported.